Manufacturer narrative:
Batch review performed on 02-aug-2023: lot 1901233: (B)(4) items manufactured and released on 16-nov-2019. Expiration date: 2024-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on 02-aug-2023 on stem: m-vizion 01.22.403 proximal body ø20mm l 60mm std with holes (k201471) lot. 2010776. Lot 2010776: (B)(4) items manufactured and released on 29-sept-2021. Expiration date: 2026-09-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2020. On (B)(6) 2023, the patient came in reporting pain due to a fractured femur due to falling. The surgeon revised the stem, head and liner and cabled the fracture. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon removed the stem and performed a girdlestone hip. The surgery was completed successfully.